Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore, no analysis or testing has been done. A review of the device labeling notes the following: spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon.

Event description:
The patient reported having nausea, vomiting and abdominal pain. An endoscopy was performed and a hyperinflated balloon was found. The balloon was removed.